Event description:
Pt had coronary artery bypass with l.i.m.a. And rsvg-off pump. Prior to chest closure a flat 10f blake drain inserted in wound. Drain fractured while being removed leaving significant portion in the chest space. On the same day retained portion of drain surgically removed.